Event description:
Per contact, during the procedure none of the bands could be fired. The contact was not sure if the ligator was lined up correctly and the strings could be seen in the scope. Rep stated that pt was moving around a lot. When the dr placed another ligator in the scope to complete the ligation, the containment sheath from the previous ligator fell out of the distal end of the scope, but it was caught before it could enter the pt. The procedure was not completed and the pt will return to complete the procedure.